Event description:
It was reported that the pt's device was explanted due to breakdown of the implant site. The pt is being treated with anti-inflammatory medication (type unk). The pt was admitted to the hosp on (B)(6) 2012 and the pt was implanted on the contralateral ear with an advanced bionics cochlear device on (B)(6) 2012.